Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that an unknown amount of pumps under infused medications to patients (medications, programmed amounts and programmed rates are unknown). The customer stated "pretty much every single time I infuse something there was way more left in the bag than should be if the vtbi is correct". The nurse also stated that the amount of solution left over in the bags appears to be over 100 mls, and that she is not aware of the containers being over filled. It was also reported that there was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4).the date of this report on the initial manufacturer report was incorrect and has been updated.